Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that final angiography showed a type ib endoleak from the right stent graft limb. A 23mm non-mdt (gore excluder) stent graft was additionally implanted in the distal region of the stent graft limb to treat the endoleak. It was reported that the endoleak became minor and the procedure was completed. As per the physician, the cause of the endoleak was due to patient vessel morphology. It was reported that as the right common iliac artery and vascular condition were poor there was a possibility that the sealing might not have been sufficient. No additional clinical sequelae were reported and the patient is being monitored.